Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported the rv (right ventricular) lead was capped and replaced due to oversensing of noise and a fracture. It was later reported that the atrial lead had dislodged into the svc (superior vena cava). The lead was eventually explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable crt-d, (B)(6) 2008; 419478 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.